Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was unresponsive, causing the customer to experience an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus and an insulin injection were administered to address bg. The pump display turned on when plugged into a power source. The customer reverted to an alternate method of insulin therapy.